Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the error. He checked and adjusted the 5 volt power supply from 4.7 volts to 5.2 volts. He also performed a filament calibration on the unit. The unit passed filament cal with no errors. The system operates as intended.

Event description:
The customer reported hearing a clicking noise then the unit would not fluoro. A reboot cleared the problem. No pt injury was reported.